Event description:
Info received that there was no brake/steering function at the foot linkage. No injury reported.

Manufacturer narrative:
Bed located on ground floor. Technician found there was no brake/steering at the foot linkage. Disconnected and replaced the linkage to resolve this issue.